Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was f ound to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the axiem had a red status. This issue occurred pre-operatively. There was a green line on the equipment setup page, but when the trackers were plugged in, everything was red. The site got an error message about the localizer. On the emitter detail page, there were red messages next to the axiem box and emitter that read ¿cycle power on axiem box. Check power and system cable connections.¿ the site power cycled and received the same error. The site also opened a new patient tracker and received the same error again. It was noted that there was no metal in the field. The site was not able to use the navigation system for the case. There was no impact on patient outcome due to this issue. The length of surgical delay was unknown. A medtronic representative (rep) reported that he tried to replicate the issue on the navigation system but had no success. The rep tried rebooting the system, letting the system sit powered on for several minutes, and did not get the same issue. The rep verified there was a 7 on the axiem box. The rep stated that a rep will be present for their next case for support and troubleshooting. The system was reported to be functioning as intended.